Manufacturer narrative:
Information was received on 19-sep-19 stated a tube change out was required. The file was updated to reflect the reported serious injury. Device evaluation : one portex sample was received in used condition without its original packaging for evaluation. The sample was visually inspected and no discrepancies were found. A leak test was performed and a leak was detected in the cuff of the returned sample as there was a small tear found in the cuff. To further investigate the leak, relevant documents were reviewed and deemed adequate. The leak tests and inflation line assembly were also reviewed with no discrepancies. Inflation tests were audited during thirty two (32) units finding no deflated cuffs. Based on the evidence and testing, the complaint was confirmed. User interface was noted to the event problem source as it was determined the cuff tear likely occurred from contact with sharp edges, which is in conflict with IFU 10011781-001 page 4: "guard against cuff damage by avoiding contact with sharp edges".

Event description:
Information was received indicating that immediately following placement of a smiths medical portex® blue line ultra® tracheostomy tube an air leak was observed. It was reported that there was no air leak observed during pre-use check. There was no reported adverse patient effects.